Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel.

Event description:
Reference number (B)(4). Event occurred in israel it was reported that patient faced infusion set leakage at the event site. The infusion set was in use for 2 days. No further information was available.